Manufacturer narrative:
Retainer = black. The pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 3 critical handling alarms on (B)(6) 2021 6:10:31 am. Pump error 3 alarm due to software issue. Unable to verify pump error charge battery alarm due to download difficulties. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. No physical damage noted during visual inspection. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 3 alarms. Pump error 53 alarm due to software damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a short battery life. Customer states they were using lithium battery and would only last for a few days. No harm requiring medical intervention was reported. The customer will discontinue use of the device.